Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: - the subject device was sterilized and released according to applicable standard operating procedures. - nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. - it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, an alizea pacemaker, atrial vega lead r45 (drg008876), ventricular vega lead r52 (drg023840) were implanted on (B)(6) 2023. On (B)(6) 2023, about a month later, the patient was admitted to the hospital due to an infection treatment. On (B)(6)2023, the entire pacing system was removed.